Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires. It was reported the device could not be interrogated. It was also noted that the previous device check indicated the remaining longevity to be six years. The device was explanted and replaced. It was later returned with report of no output and premature eri (elective replacement indicators). No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) wire device was out of specification in a manner that relates to event interrogate, difficult to output, none premature eri (elective replacement indicator).

Event description:
It was reported the device could not be interrogated. It was also noted that the previous device check indicated the remaining longevity to be six years. The device was explanted and replaced. It was later returned with report of no output and premature eri (elective replacement indicators). No patient complications have been reported as a result of this event.